Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4). No files attached.

Event description:
Report received from (B)(6), stating that the device was unable to insert the cutter. It is known that the event occurred during surgery. It is also known that there were no injuries or medical intervention. No additional information available.